Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited thresholds and impedance that had rapidly risen to high on approximately the same date. The lead remains in use. No patient complications have been reported as a result of this event.